Event description:
Customer alleged discrepant blood glucose results of 33 mg/dl and 125 mg/dl, when testing was performed back-to-back, within 5 minutes on the compact system. Customer did not report symptoms and did not report any treatment/action on results. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
Additional concomitant medical products and therapy dates:meclizine 1 year - 25mg 3 times dailyplavix 1 year - 75mg dailyaspirin 1 year - 81mg dailytoprol xl 1 year - 50mg dailylipitor 1 year - 40mg dailyzetia 2 months - 10mg dailylisinopril 1 month - 10mg dailyhumalog sliding scale